Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the ER (emergency room). An interrogation showed that the right atrial (ra) lead exhibited ffrw (far field r-wave) and atrial oversensing. The lead remains in use and will continue to be monitored. No further patient complications have been reported as a result of this event.